Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "salpingectomy". "The device completely fell apart after deployment." Additional information was received via email from account manager, on wednesday, january 10, 2018: "the customer confirmed lot number 308529. The procedure was a salpingectomy and they will need a box to ship back. No harm to patient. I do not know details of what happened to bag during deployment." Additional information was received via email from account manager, on thursday, january 11, 2018: "talked to customer, and they described that the bag came off the prongs when deployed." Type of intervention: unknown. Patient status: "no harm to patient".

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The introducer shaft was returned with a portion of the cord loop. Upon disassembly and inspection, engineering found that the cord loop had been cut. There were no other non-conformances observed. Based on the condition of the returned unit, it is likely that the tissue bag fell off when an external force was applied to the edge of the tissue bag. An example would be the use of an instrument to unroll the bag after deployment. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.